Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's pump displayed a bolus-related message when the customer had not requested a bolus. There was no reported adverse impact to the customer's blood glucose. The customer declined to provide further information regarding the event and declined troubleshooting with tandem technical support.